Event description:
The patient was undergoing a coil embolization in the left gastric artery using penumbra coil 400 (pc400) coils. Upon removal from the packaging, the pusher of the pc400 coil was found broken at the proximal end and was not used. The physician noticed that the blood flow had stopped and considered the procedure successful. No additional coils were required and the procedure was complete.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The device was received for evaluation by the manufacturer on 6/18/2015. Result: the penumbra coil 400 (pc400 coil) pet lock was intact. The pusher assembly was fractured approximately 5.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pusher assembly of the pc400 coil was broken. Evaluation of the returned device revealed the pusher assembly was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the pc400 coil is manipulated forcefully or at an angle during removal from packaging, damage such as this may occur. These devices are 100% inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.